Event description:
It was reported the insulin pump alarmed remote frequency failed self test. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump alarmed remote frequency failed self test due to faulty connector on remote frequency board. The device was received with cracked display window corner, reservoir tube lip, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.